Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually rising impedance likely due to mineralization at the lead tip. It was also noted that all other device measurements are within expected range. Rv lead remains in use. No patient complications have been reported as a result of this event.